Manufacturer narrative:
D10. Concomitant products: sigcirstnd, sigcirstnd signia circ adapt std length (lot c25afj0013); sigphandle, sig power sigphandle handle (serial (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was given an anticoagulant one hour before a laparoscopic hand-assisted sigmoid resection. During the procedure, the surgeon utilized a reverse baker technique and a black circular reload, with the stapler closed to 98% and then 100% at the top end of zone 2, and removed the stapler without resistance. The rectal stump was not skeletonized, and visible visceral fat was present at the anastomosis site. Forty minutes after the procedure, significant rectal bleeding was observed in the post-anesthesia care unit, with a total blood loss of 450 milliliters. The surgeon had to bring the patient back to the operating room for revision of the anastomosis using another manufacturer's circular stapler. It was noted that the bleeding occurred at the site of the colon anastomosis. Upon inspection of the anastomotic specimen, significant clotting was observed inside the anastomosis, but the staple lines appeared completely intact. On post-operative day one, the patient was reported to be doing fine.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first returned image contained a view of a section of tissue. Several staples were noted within the tissue. No abnormalities were noted with the staple line. The second returned image also contained a view of a section of tissue. No staples or staple lines could be seen in the tissue, however, significant bleeding was noted within the tissue. It was reported that a significant rectal bleeding was observed in the post-anesthesia care unit, with a total blood loss of 450 milliliters. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.